Event description:
It was reported that five minutes into the bypass case, air bubbles were observed in the oxygenator along with bloody foam from the gas outlet port. The oxygenator was changed out. Medication was needed to start heart. Pt was in light coma for 8 hours, and has currently recovered.